Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The customer reported during a follow-up that they located the problem with the positive samples. "It was a problem with the sampling laboratory." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the insertion part of the bending section cover glue was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, during reprocessing, the gastrointestinal videoscope tested positive for over 80 colony forming units (cfus)100ml of microorganisms revivable at 30 degrees celsius on 11 aug 2023. The cleaning block tested positive for 55 cfu/ 100 ml of microorganisms revivable at 30 degrees celsius on 18 aug 2023. The device was retested on 30 aug 2023 tested positive for over 80 colony forming units (cfus)/100ml of microorganisms revivable at 30 degrees celsius. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.